Event description:
It was reported that the systems ups (uninterrupted power supply) was not working correctly and the system was unable to boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.